Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 70% stenosed lesion being treated was located in the calcified, moderately tortuous left common iliac artery. The wanda balloon was dilated to 6atms for 30 seconds and again to 10atms and the balloon ruptured. The procedure was completed with this device. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded but not wrapped around the shaft. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). A pinhole leak was visible 3mm distal to the distal end of the proximal markerband. Scratches adjacent to the leak indicate that the balloon came into contact with a hard surface. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.